Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device is not powering on when the lid is opened. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial report with MFR report # 0003015876-2025-02084 and stryker reference# (B)(4), submitted on 10/07/2025, was submitted in error. This report was found to be a duplicate of the initial report with MFR report # 0003015876-2025-02067 and stryker reference# (B)(4), submitted on 10/07/2025.

Event description:
A customer contacted stryker to report that their device is not powering on when the lid is opened. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no report of patient use associated with the reported event.